Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that required hospitalization. It was not reported if remedial therapy was rendered or if dianeal pd2 ambuflex therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the event of peritonitis was resolving. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ambuflex therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd883942 and gd883090 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.